Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had loose drive support cap, and received compromised force sensor system alarm. The customer's blood glucose level was reported to be 254mg/dl. It was reported that the customer was advised the pump would have to be replaced and returned for analysis.

Manufacturer narrative:
The pump gave a compromised force sensor system alarm during the basic occlusion test due to a loose/protruded drive support disk. The pump had minor scratches on the lcd window, a cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube lip, a scratched reservoir tube window and a missing end cap sticker.